Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead dislodged while slitting the sheath. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).